Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a case of bilateral moderate dry eyes, observed at three days post lasik treatment. Reporter indicated a bandage contact lens inserted, and patient continued with the normal post op eye drop protocol. Reporter noted the surgeon did not feel this event was related to the exicmer laser. Patient noted blurry vision. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.